Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. No surgical reports were provided for review. One x-ray picture was received and will be reviewed within investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an alloclassic stem (exact catalogue number unknown) on an unknown date and is currently being monitored due to loosening of the femoral component. A revision surgery is planned.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: trend analysis could not be performed as no reference number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that a revision surgery is planed due to possible loosening. Review of received data: 1 x-rays has been returned for investigation without clear date. The images shows the ap-view of a right tha. The alloclassic stem seems to be combined with a mom ldh system. The cup seems to be correctly implanted and does not show signs of loosening. Around the stem instead, clear signs of radiolucency are visible, especially around the proximal part of the stem. Close to the distal part of the stem, the bone shows a bulge on the cortical shaft. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis, dfmea: aseptic loosening due to insufficient secondary stability due to blasted surface structure: possible: product not available (still implanted), cannot be excluded; aseptic loosening, hac particles leading to third body wear due to insufficient secondary stability due to surface structure: possible: product not available (still implanted), cannot be excluded; aseptic loosening due to insufficient secondary stability due to surface structure: possible: product not available (still implanted), cannot be excluded; aseptic loosening (stress shielding) due to incorrect distribution of load due to design: not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary; aseptic loosening (stress shielding) due to incorrect distribution of load due to design: not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary; aseptic loosening (product with processing residuals leads to undesired tissue reaction due to auxiliary material residuals) due to wrong washing process: possible: the DHR check could not be performed as the lot number was not available; aseptic loosening due to wrong implantation: possible: no pre and post-operative x-rays available. No surgical report available. Cannot be excluded; insufficient implant stability and aseptic loosening due to use of variall rasps instead of alloclassic rasps: possible: no surgical report available, unknown which instrument was used. Cannot be excluded. Conclusion summary: clear signs of radiolucency were observed around the proximal part of the stem. A bulge in the cortical bone developed close to the distal part of the stem. This suggest that the proximal part of the stem is lose and the distal part instead seems to be well fixed in the bone. Due to this lose proximal part, it is possible that the bone to compensate the higher amount of load reacted with an osteosynthetic process in order to overcome this higher load. However, only 1 undated x-ray was received but neither operative notes nor office visit notes were returned. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event and exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).